Event description:
It was reported the left s2 drg lead had migrated and experiencing ineffective coverage. Surgical intervention was undertaken on (B)(6) 2024, where the s2 lead was repositioned and thereby restoring therapy.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.